Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported bent and unsure properly inserted cannula.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient was not sure it was properly inserted. When removed from the infusion site (abdomen), the pod's cannula was found flat and stuck to the adhesive. As treatment, a new pod was applied.